Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error where the patient changed out the heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. This event occurred during dwell three of five while using the homechoice. The patient was connected. The patient then stated that they had added a new bag on the heater line. The technical service representative advised the patient to end therapy and reviewed proper procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.